Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent struts on the fourth and fifth most proximal rows were raised, distorted and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device. No issues were noted with the balloon profile. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. The hypotube was kinked 48cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the left anterior descending artery (lad). The physician attempted to do direct angioplasty with a 2.50 x 16 synergy¿ drug-eluting stent. After pushing the stent several times, the physician took the stent out to perform dilation with a balloon. After the stent was removed out of the patient, the physician noted that several stent struts were pushed together in the middle. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the left anterior descending artery (lad). The physician attempted to do direct angioplasty with a 2.50 x 16 synergy drug-eluting stent. After pushing the stent several times, the physician took the stent out to perform dilation with a balloon. After the stent was removed out of the patient, the physician noted that several stent struts were pushed together in the middle. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.